Event description:
It was reported that the patient with this pacemaker system called technical services (ts) and stated that their remote communicator displayed a red call doctor (rcd) icon. Subsequently, troubleshooting efforts were performed and a successful upload was received. Ts reviewed the data and determined the rcd indicated that a lead safety switch (lss) was triggered due to the device having recorded high out of range pacing impedances measuring greater than 2000 ohms on this right ventricular (rv) lead. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.